Event description:
One youch basic enhanced meter would only prompt "clean test area". Pt is insulin dependent. Pt had to have blood work done due to ulcerations in their mouth. Reporter mentioned that the ulcerations were due to pt's diabetes. The customer service representative discovered that battery was replaced more than 1 year ago. Pt was cleaning the meter correctly, and using correct testing techniques. The meter prompted "clean test area" after removing, re-cleaning, and re-inserting the test strip holder. Medical affairs specialist mailed a letter to the pt, after an unsuccessful phone call attempt. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter replaced.